Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the physician that review of the patient's holter monitor strips noted periodic loss of tracking and the physician questioned the number of premature ventricular contractions in a pacemaker dependent patient. Follow up assessment of the patient was unable to reproduce the event during proactive arm movements but loss of capture and ventricular oversensing were seen during a treadmill test. The lead was reprogrammed to make the lead less sensitive. The lead remains in use. No patient complications have been reported as a result of this event.